Event description:
Information received from the patient reported that they had stimulation from their implantable neurostimulator (ins) in the wrong location. The patient stated that the stimulation had moved from their upper legs/lower back to both of their feet. They stated that the stimulation in the feet felt like someone was "tickling her but is not funny" and was very irritating. The patient denied any falls or trauma. They mentioned that they had gone a trip to southern texas and turned the ins off. When they turned the device back on it turned off on its own. The patient reported that they turned the device back on but since then had the stimulation in the feet. In addition, the patient stated that the ins moved around inside them since implant. They noted that this did not cause any type of discomfort. The patient stated that they had the same issue when they had another implant (from another manufacturer) put in. Using the programmer it was determined that the stimulation was on. They had the ability to increase/decrease the stimulation but this did not resolve the issue. The patient did not have adaptive stimulation not did they another group to try. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.